Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A nurse of a (B)(6) female pt contacted zoll customer support to report that the pt has an irritation that has broken the skin. Zoll customer support suggested the use of lotion, frequent garment changes, and leaving the device off for an hour per day. Zoll customer support also suggested contacting the pt's doctor for treatment suggestions. Follow up with the pt indicates that the pt has an open would from a pre-existing incision that is now blistering. The pt reports that there is no other place for the electrode to sit on her body. Follow-up with a patient service representative (psr) indicates the pt has two blisters where the electrode sites. Psr reports that the blisters are draining and sticking to the belt on her left side, and that the blisters are caused by the lifevest. Zoll customer support re-recommended its previous suggestions. No additional follow-up documented.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surface of the lifevest device as well as the blue defibrillation gel.